Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant magnesium results were generated for patient samples tested on the architect c8000 system. The customer's normal range is 1.6 - 2.6 mg/dl. A sample that initially tested low at 0.7 mg/dl retested within normal range at 1.7 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative (fsr) visited the site and discovered the reagent waste tubing was clogged not allowing waste to drain which caused the r1 and r2 probes to become contaminated. The fsr resolved the issue by replacing the clogged reagent waste tubing. Review of the architect c803465 service history revealed error code 6506 'cuvette integrity check failed on cuvette (x)' was occurring before and after the current complaint. The issue was resolved by cleaning the obstructed aspiration pathway for nozzle #3 wash solution. This cannot be ruled out as a possible contributing factor for the result issue described in the current complaint. There were no subsequent tickets opened for discrepant results. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction of the clogged reagent waste tubing was identified. Based on the information within the complaint record, the device failed to meet performance specification or otherwise perform as intended at the customer site as the reagent waste tubing was cleaned to address the issue. However, a systemic issue and/or product deficiency was not identified.